Manufacturer narrative:
A review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Based on the image, fae confirmed a broken grip cable at the distal end of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the 8mm large suturecut needle driver instrument were not closing and holding the suture properly and the instrument did not move in the intended direction. The user removed the instrument and found that the cable near the jaws was broken. The instrument still has 4 uses left. The user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no observed intraoperative collision or misuse involving the instrument. No issues were identified with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. No cable was protruding from the distal end of the instrument. The reporter confirmed that the large suturecut needle driver instrument did not move at all. The issue did not occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon side console. There was no shakiness and/or friction experienced/observed. The issue was intermittent, and no patterns were identified. The instrument was removed and replaced with a backup. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.